Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer's nurse stated customer had trouble with the tubing kinking and he was had to change his site every 2 days. The customer's nurse stated that patient wasn't getting insulin. The customer was offered to transfer to helpline but declined.